Event description:
The customer reported that the monitor had a 'speaker malf' inop. It was also confirmed that there was no sound coming from the speaker. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.